Event description:
Mentor 3 piece inflatable penile prosthesis placed. Prosthesis does not inflate and has not worked for several years. Patient underwent explant of the malfunctioning three piece inflatable prosthesis and reimplantation of a new device.